Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Where specifically anatomically in the procedure was the suture used? Why was this particular suture chosen for this location? Other relevant patient history/concomitant medications. Do you have pictures of the events to share? What is physician¿s opinion as to the etiology of or contributing factors to this event what were current symptoms following the index surgical procedure? Onset date? Please provide the date and details of the re-operation to remove the sutures. What was the condition of the sutures after they were removed from the patient? Was medical intervention required to treat the patient condition? Results does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Were any concomitant procedures performed? Onset date/time of the pain from surgery. Location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What is the patient current status? If applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. After the procedure, the patient experienced severe local reaction with redness and pain at the suture site. Discomfort disappears almost instantly after the suture removal, and certainly within the first hours. It was also reported that there is no permanent injury. Additional information has been requested.